Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the customer had a blood glucose level of 500 mg/dl, which was treated. Blood glucose level at the time of the call was 399 mg/dl. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.